Event description:
A user facility reports that the intraocular lens (iol) "did not work right" with the iol delivery system being used. It was reported that there was no patient impact associated with this event.